Event description:
The information provided to sjm indicated approximately six years postoperatively, an echocardiogram revealed stenosis of the valve, leading to regurgitation and an elevated gradient thought to be due to calcification. The valve was explanted and during the procedure, pannus was observed constricting one commissure and only a small amount of calcification was observed. It was reported the valve was distorted and cut up in order to explant it. A 19 mm bioprosthesis from another manufacturer was implanted. The patient was reported to be stable postoperatively.

Manufacturer narrative:
(B)(4). The results of this investigation concluded fibrous pannus ingrowth on the inflow and outflow surfaces of each cusp, and nodular calcifications in all three cusps. Special stains were negative for organisms, and no acute inflammation was present. There was no evidence found to suggest the cause of the pannus and nodular calcifications were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the pannus formation and nodular calcifications remains unknown.